Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the cause of the reported issue was most likely due to a considerable mechanical force caused by an impact or fall, collision with other devices. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the snapping pin of the rigid endoscope telescope had broken off. The issue occurred during reprocessing. There were no reports of patient harm.